Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient anatomy. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from both leaflets and migrated. It was reported the initial mitraclip procedure was performed on an un-specified date. Two clips were implanted. On an unknown date, it was found that the second clip had detached from both leaflets and migrated to the right coronary artery (rca). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated a definitive cause for the reported complete clip detachment in this incident could not be determined. The reported patient effect of emboli of the device component, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. The reported embolism was a result of the clip detaching from both the leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.